Manufacturer narrative:
Reliability analysis inspected 2 opened sensors and found 1 of 2 sensors broken. Broken part missing. Sensor unable to confirm in received sensor damage due to customer returned opened sensor. Second enlite sensor had performed bicarbonate buffer test. Sensor passed with accurate readings.

Event description:
The customer reported via phone call of sensor errors. The customer stated that her blood glucose was 130 mg/dl. The customer stated that the issue occurred with 2 sensors. The customer stated that one sensor stated lost sensor. When the customer removed the sensor to insert a new sensor, the needle housing was not attached in the package for the second sensor. Customer will be sent a replacement sensor.